Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having trouble and the stimulator didn't seem to help their pain. Patient stated the issue had been going on for the last 3 or 4 months and had been real bad. Patient noted they had to take a pain pill because the device wasn't doing anything. Patient mentioned it's the back that hurts them and they only feel stimulation in their legs not the back. Agent walked patient through checking their therapy settings and patient was able to adjust their stimulation. Patient was able to increase their stimulation but noted they were able to feel stimulation only in their left leg. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.